Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit were reviewed, and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the freestyle libre sensor detached prematurely after getting it caught on clothing. The customer reported as he was unable to monitor glucose after detachment, he began to develop symptoms of chest and foot pain, and "dangerously high blood glucose". The customer reported unspecified self-treatment, and then hospitalization with diagnosis of hyperglycemia. Information regarding treatment during hospitalization was not provided.